Event description:
Following the completion of an uneventful dialysis treatment, the patient complained of shortness of breath and was found to have hematuria and was hypertensive. The patient was hospitalized and reportedly, lab tests were positive for hemolysis. The medical investigation is still ongoing.

Manufacturer narrative:
A gambro polyflux 17 l dialyzer was used in the dialysis treatment. The dialyzer involved in this incident was discarded by the facility. Gambro performed a lot history record check. This lot was produced and tested w/o any nonconformities. (B)(4). Gambro performed a complaint history file check. No further complaints were reported for this lot number. Gambro has no information to suggest that the polyflux dialyzer caused or contributed to the incident.